Manufacturer narrative:
This product was received and tested by technical services and the intermittent image failure was confirmed. During evaluation, the cable was connected to a verathon test monitor and a verathon test tisu blade. While manipulating the cable, the intermittent image failure was observed. There is no repair for problem. The cable has been replaced.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the unit shut off or intermittently lost the image. This problem may have been due to incorrect system settings for the automatic shut-off feature and configuration files were sent to the customer to correct the problem. They also experienced an intermittent image shut off or freeze that only occurred when the smart cable was bent or flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.